Event description:
It was reported the device does not focus, foggy image. There was no backup device available and no patient injury was reported.

Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the exterior of the product and no physical damage was observed. The complaint of foggy image and focus malfunction could not be duplicated during the functional testing process. The camera head does not have the ability to focus. That is performed by the scope. Product passed functional testing and 6 hour burn-in inside test video tower. All functions perform as expected and video image was clear with no foggy picture. Focus was performed with no problem by the test scope used during functional testing and burn-in. The complaint of foggy image was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.